Event description:
During neurosurgery on a pediatric pt, it was noted approx two hr into surgery that the microcuff endotracheal tube kinked. There was no change in co2 levels or ventilator pressure. The endotracheal tube was repositioned using towels to lift the tube, without further incident or sequela to the pt. The exact date of the event is not known. Info concerning this incident was reported in 2007 to a co marketing rep soliciting feedback on product performance; the event occurred approx 5 - 6 wks prior. Co has no independent knowledge of the event reported above, but is relaying the info that was provided by the facility where the incident occurred. This product incident is documented in the co complaint database.

Manufacturer narrative:
The product was not returned to co for evaluation. Also as no lot number was provided, the specific batch record could not be identified for review. The dr reporting this product incident indicated that a bear hugger was used and the pt's head was under a drape during the procedure, which may have contributed to the kink. The product incident has been incorporated in the co complaint trending system which is used to identify repetitive issues that require corrective action.